Manufacturer narrative:
(B)(6). Date of onset for patient pain is unknown, but reportedly began in early (B)(6) 2015. Date of post-operative device migration is unknown. (B)(4). Per the facility, the complainant parts were discarded and are not available for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a vertical expandable prosthetic titanium rib (veptr) rod migrated and protruded through a patient's rib sometime following a scheduled lengthening procedure which took place on (B)(6) 2015. Prior to an office visit with the surgeon on (B)(6) 2015, the patient began reporting pain and discomfort. An x-ray taken during that office visit determined that the proximal point of fixation had cut through the rib. The patient was returned to the operating room on (B)(6) 2015 to have the small rib hook, small rib cap, and distraction lock removed. The devices were removed intact and the procedure was successfully completed with no medical intervention or surgical delay. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the products were not returned. It was reported that, following a lengthening procedure, the patient complained of pain and discomfort. An x-ray found that the proximal point of fixation had cut through the rib, necessitating a revision surgery. During the revision a small rib hook (04.641.002), small rib hook cap (04.641.007) and distraction lock (497.125) were removed intact and were noted to have not failed or broken. The implants were discarded by the hospital. Per the technique guide, the vertical expandable prosthetic titanium rib (veptr) ii system is designed to ¿mechanically stabilize and distract the thorax to correct three-dimensional thoracic deformities and provide improvement in volume for respiration and lung growth in infantile and juvenile patients diagnosed and or at risk of developing thoracic insufficiency syndrome.¿ within the system, the rib hook attaches to the hook cap and proximal extension to support the superior rib, or the distal extension to support the inferior rib. The hook cap attaches to the rib hook to encircle the superior or inferior rib and the distraction lock connects the components (rib hook to hook cap, rib hook to rib hook extension, proximal extension to distal extension¿etc.). No definitive root cause was able to be determined as the devices were not available for return. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.